Event description:
Reporter alleged obtaining a discrepant blood glucose result of 293 mg/dl on the advantage system compared back to back with a result of 143 mg/dl on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she no longer has the strips used and so no product will be returned for eval.